Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor not connecting with the pump. The customer states they also received calibration error. Troubleshoot for bad sensor alert was conducted. The customer's blood glucose level at the time was unknown. The customer's blood glucose level at the time of calibration error was 419mg/dl. The customer was advised that replacement sensor would be sent. The customer was advised to monitor the device and call back if issues persist.